Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during the implantation of a 5mm large bengal cervical spacer a flat tamp was turned on the edge and impacted with a mallet shattering the implant. The surgeon was attempting to position the implant flush with the vertebral body. It is unknown if there was a surgical delay. Procedure was successfully completed. Concomitant device: unknown impaction instruments (part: unknown, lot: unknown, quantity: unknown). This report is for one bengal implant lrg 5mm 7 deg. This is report 1 of 1 for (B)(4).